Event description:
It was reported that this patient received an inappropriate shock due to this electrode exhibiting over-sensing of noise in the primary vector. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for performing x-ray imaging, and patient twisting and turning in different directions to check system integrity. Discussed trying to program device to secondary vector, however advised that the secondary vector was not an option due to low amplitude. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.